Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event is estimated as (B)(6) 2021. Date of implant is estimated as (B)(6) 2019. (B)(4). Expiration date is unknown as the lot number was not provided. Manufacturing date is unknown as the lot number was not provided. Literature attachment, article title: "defibrillation lead damage in a patient with mitraclip xtr device in tricuspid position."

Event description:
This is filed to report partial clip movement. It was reported in a literature review that this was a mitraclip procedure to treat severe tricuspid regurgitation (tr). An implantable cardioverter defibrillator (ICD) lead was implanted in (B)(6) 2019. Then approximately one month later, one xtr clip was deployed for off-label use, reducing tr. There were no adverse patient effects and no clinically significant delay in the procedure. In (B)(6) 2021, the patient received recurrent shocks from the ICD. The lead was removed easily with simple traction. Due to high percentage of ventricular pacing, cardiac resynchronization therapy with defibrillator was implanted. Later, visual examination of the lead revealed severe insulation defect with conductor externalization at the site adjacent to tricuspid valve. The physician stated that the lead failure was caused by collision with mitraclip device which indicates that the clip possibly moved while on the leaflets. No other information is provided.

Manufacturer narrative:
The device was not returned for analysis. A similar complaint review and lot history record review was not performed because this incident was based on an article review and no device/lot information was provided. Based on the available information, the reported migration appears to be due to procedural circumstances. It was reported that the procedure was used to treat tricuspid regurgitation. It should be noted that the intended use section of the mitraclip system, instruction for use states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿ since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device. However, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Event description:
N/a.